Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the provisional fractured during extraction from the joint space. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned instrument found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. No update to previously reported root cause.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.